Event description:
Discordant results were obtained for troponin on nine pt samples. The results were reported. New reports were issued after samples were repeated. Pt treatment was not prescribed or altered. There was no report of adverse health consequences, due to the discordant troponin or bnp results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument, and instrument data indicate that the cause for the discordant results were due to a broken straw in the wash 1 bottle resulting in no delivery wash 1. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.